Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case had a piece broken off, the bottom case was damaged, the battery and door were missing. There was a check clutch/ plunger lever error in event history log. Customer stated problem was verified during occlusion tests. The technician was able to duplicate the reported issue. The root cause of the reported issue was found to be a piece of the right plunger case was broken off, the left plunger case was damage and the dowel pin had come out of the head mount. Replaced right and left plunger cases, replaced head mount and installed dowel pin. The technician replaced clutch half's left and right with leadscrew and spring as a preventative measure. Parts were over 5 years old.

Event description:
It was reported that the check clutch/plunger error occurred. No patient injury was reported.